Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using vasoview hemopro 2, the harvester noticed that the device was causing an excessive amount of smoke. There was no tissue stuck in the jaw to cause this amount of smoke. Therefore, the device was removed for closer inspection. When removed, the harvester realized that the device was remaining activated even after the harvester released the toggle on the harvesting tool. Due to the fact that the harvesting tool was getting stuck in the on position, the device was immediately removed from the surgical field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. The jaws were then cleaned with a gauze pre-soaked in saline water to remove charred tissues and traces of dry blood. A pre-cautery test was performed a second time. No smoke and/or steam which could be considered excessive was observed. To evaluate the safety shut down of the system, a poly-fuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after a 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.678 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the results of the investigation, the reported failures "environmental particulates" and "device remained activated" was not confirmed. The analyzed failure "material twisted/bent" was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during a coronary artery bypass procedure using vasoview hemopro 2, the harvester noticed that the device was causing an excessive amount of smoke. There was no tissue stuck in the jaw to cause this amount of smoke. Therefore, the device was removed for closer inspection. When removed, the harvester realized that the device was remaining activated even after the harvester released the toggle on the harvesting tool. Due to the fact that the harvesting tool was getting stuck in the on position, the device was immediately removed from the surgical field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.